Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user misunderstood the initial training instructions, which led to maladaptation of the algorithm, inconsistent insulin dosing, and changes to eating habits; the user and a caregiver then completed setup correctly and initiated therapy without incident. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported. Investigation included user education, review of setup and use, and assessment of dosing behavior relative to instructions. Investigation of this case revealed use error related to initial setup and training, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the transient hyperglycemia.